Manufacturer narrative:
The event of "capsular contracture unknown baker grade," is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture unknown baker grade, patient's concern with product.

Event description:
Healthcare professional reported bilateral exchange from textured to smooth implants due to the patient's concern with the product, pain and capsular contracture on one side but unsure which side. This is for unknown side record. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation:visual analysis of the returned device identified one curved opening, yellow particles in device outer surface and fold creases. A microscopic analysis and leak test were performed which identified one curved opening striated. Fill inspection was performed and identified no blockage in the valve. Based on the device analysis the final assessment is: one opening striated in the side anterior assessed as surgical damage.

Event description:
Device has been explanted.